Event description:
Info received indicates the bed has no steer function when the steer pedal is pressed. The brake function worked properly when engaged but the caster rolled slightly when pushed.

Manufacturer narrative:
The technician tried adjusting the adjustment screw on the casters with no success. He replaced the brake/steer and brake casters to repair the bed.